Event description:
Customer called to report that the needle bellows was not draining and that an undetermined volume of fluid leaked out of the top of the bellows of the coulter lh750 hematology analyzer. The leak was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the actuator on the bellows drain pinch valve (pv57) was sticking. The fse replaced the actuator, and three dozen samples were analyzed with no further leaking. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).